Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Current vessel morphology was reported as the proximal neck diameter is 26.7mm and 28.5mm at the distal end. The proximal neck length was 15mm. It was reported that the patient was admitted emergently with abdominal pain and a CT revealed migration and a type ia endoleak. The aneurysm measured 71.9mm. The physician converted the patient to open repair and the aneurx stent grafts were explanted successfully. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films post-implant showed that the bifurcate had fallen into the sac. The bifurcate was severely kinked (a-p) at the flow divider. The stent graft proximal od was approximately 27mm. The left/contra limb was occluded beginning within the aortic body of the bifurcate. The left ipsi limb and extension were patent. The maximum diameter aaa was 6.5cm, and there was a proximal type I endoleak. The proximal neck diameter just below the renal arteries was 26mm, and the neck was conical-shaped with little angulation. Earlier post-implant films were not provided.